Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported to the edwards sales representative that the balloon on a swan-ganz catheter came off inside of the patient. No further details were provided pending additional follow-up, including patient demographics. There was no allegation of patient injury. The provided lot number, 626207, was an incomplete number.

Manufacturer narrative:
Per follow-up with the customer, the date of occurrence was obtained and it was clarified that the complete lot number is unknown as the packaging was not saved. It was also reported that the 68-year-old female patient was emergently transferred to their hospital the previous evening for a non-st-elevation mi associated with an initial troponin of 12.6 and evidence of decompensated congestive heart failure with pulmonary edema at that time. The patient stabilized with medical management that evening after receiving what they believe was an initial dose of 60mg of lasix at the transferring hospital and then an additional 40mg at their facility. She did require bipap for increased respiratory effort, but by the morning had been weaned off to oxygen at 3.5l. Echocardiogram was then performed, which showed severe hypokinesis of the anterolateral walls and impaired left ventricular (lv) relaxation consistent with diastolic dysfunction, an ejection fraction between 35% and 40%, and an elevated estimated pulmonary artery systolic pressure of 47mmhg. The patient was never a smoker and had history of hypertension and non-insulin-dependent diabetes mellitus. She was not sure if she snored at night, but she said they did try CPAP in the hospital on the evening of her admit. She lives at a 6200 feet elevation. On the evening of the reported event, she was brought to the cath lab, whereby report, she had severe three-vessel coronary disease and significant hypokinesis. Balloon pump was placed because of hypotension. During the procedure at 1710, a "6fr swan-ganz 110cm pulmonary artery catheter 4 lumen thermodilution latex was inserted¿ and right heart pressures, oxygen saturations and thermodilutions were obtained. Per the physician, the first swan-ganz balloon ruptured while in the patient's body. The ruptured device was removed and the sheath ¿upsized to a 7fr.¿ the desired diagnostic pressures were successfully obtained using a 7fr swan-ganz thermodilution cather. The cardiologist has not yet been available for interview; however, per the scrub tech, the sheath was not inspected upon removal. The "ao valve had lots or plaque. Unsure of tv." Additionally, per the scrub tech, they are unsure if there was any material left in the patient. The report says the patient did receive a small amount of versed, but she was awake and alert and in no respiratory distress; however, when she arrived in the ICU, oxygen saturation was 82% on 3.5l by nasal cannula. A chest x-ray was ordered stat, though the results were not reported. Since the "patient was in critical condition due to cardiac status and required immediate transport to an outside facility", this was the "staff and cardiologist focus" so they are "unable to answer" if there was any patient injury. Chest x-ray from admission showed ¿mild cardiomegaly. The pulmonary arteries did appear prominent on the pa. There was increased vascular congestion and increased interstitial markings as well.¿ post-balloon pump insertion, the patient¿s vitals were reported as: temperature 98.7, blood pressure 113/60 on balloon pump and phenylephrine drip, heart rate 81 and regular, respirations 22, o2 saturation was now 94% 90% non-rebreather. Cardiovascular evaluation and auscultation noted that ¿no jvd was seen with the patient at 30 degrees, balloon pump was heard. Regular rate and rhythm. No obvious murmur.¿ lungs were clear to auscultation listening anteriorly and laterally. The patient was moving all 4 extremities and answering questions appropriately. The customer also reports that the device was kept but will not be returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is standard practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated, but can lead to complications such as infection or small infarction. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.